Event description:
Account alleged the brakes are broken.

Manufacturer narrative:
Technician found the head and foot casters don't hold. He replaced the brake and brake/steer casters to resolve. No injury reported.